Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported hyperglycemia of blood glucose value of 746 mg/dl. The customer reported hyperglycemia, hyperglycemia, hyperglycemia, confusion/disorientation, malaise, headache, fatigue, viral infection, hyperglycemia, diabetic ketoacidosis treated with manual injection/insulin pen, hospitalization: overnight stay, insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. The event involved product(s) mmt-1884l, mmt-332a, mmt-368a. Trouble shooting was performed and customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smart guard feature at the time of the event. Customer reported insulin flow blocked alarm (past/resolved event).issue was resolved. Customer was unable to run hp test. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1884l. Customer will discontinue to use the reservoir, mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-368a.

Event description:
Updated summery: the customer was not experienced viral infection hence the harm code 2248 with t009 treatment has been removed as per medical safety

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 and h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.